Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the internal right common carotid artery. The emboshield nav6 embolic protection system was successfully deployed. Towards the end of the procedure, the sheath slipped out of the common carotid and the nav6 filter became stuck to the stent. The retrieval catheter was pushed distal to retrieve the filter stuck on the struts. A non-abbott guide wire was coiled inside the nav6 filter basket and pressure applied distal which freed up the filter and then it was captured normally with the retrieval catheter. Although it took nearly an hour to retrieve the filter, there was no adverse patient sequela. The patient was fine. No additional information was provided.